Event description:
It was reported that the pt underwent a pump and catheter replacement. The pump replacement was due to "battery depletion". The reason for the catheter replacement was the inability to aspirate the catheter. The pump contained lioresal - dose and concentration not reported. No pt symptoms of injury were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results: used for the catheter.